Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a mildly calcified lesion (50% stenosis degree) in a mildly tortuous part of an unknown vessel. After balloon inflation within the vessel, resistance was encountered while attempting to withdraw the passeo-18 through the fortress device. The systems were removed as a unit, and the balloon was cut at the proximal shaft to remove it from the sheath. After re-insertion of the fortress, the procedure was then continued.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The affected device was returned together with the 4f biotronik fortress (45 cm) introducer sheath used in the intervention. The complaint device was cut as reported in the shaft region the introducer sheath was found severely deformed at its distal end and waved in its whole distal segment, confirming the physicians event description. Microscopic inspection revealed that the balloon was not fully deflated which most likely caused to the reported event. An inflation and a subsequent deflation together with a functionality test could not be performed as the complaint device was already cut in half. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was identified. The most probable root cause for the reported event is related the handling during the procedure (i.e. Insufficient deflation time). Please note that the corresponding IFU advises the user to deflate the balloon for at least 90 seconds for balloons exceeding 3.5 mm to assure that all inflation medium was completely removed.

Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a mildly calcified lesion (50% stenosis degree) in a mildly tortuous part of an unknown vessel. After balloon inflation within the vessel, resistance was encountered while attempting to withdraw the passeo-18 through the fortress device. The systems were removed as a unit, and the balloon was cut at the proximal shaft to remove it from the sheath. After re-insertion of the fortress, the procedure was then continued.